Event description:
Surgeon reports that the first two weeks post-op, pt displayed no signs of complications. Approximately four weeks, post-op pt presented with suture absess. Pt required operative incision and drainage, to the right shoulder. The biosyn suture mass was removed from the pt's shoulder. Suture was removed and wound was debrided, after masserative tissue was exised, wound was re-sutured with non absorbable suture.